Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the patient experienced multiple leaks. The surgeon reported using a sureform 60 stapler instrument during this procedure, and did not observe any staple line issues or leaks intra-operatively. The surgeon reported performing a secondary procedure on the patient to resolve the leaks. The surgeon said they are unsure if the leaks were from da vinci staple lines or another location as they could not tell during the repairs in the second procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complications cannot be determined. It is unknown what color stapler reloads were used during this event, therefore, an unspecified sureform 60 reload is being reported on. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided. The event date and da vinci system serial number are unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sigmoid colectomy procedure, the patient experienced multiple leaks and required a secondary operation to resolve. The cause of the post-operative complications are unknown.